Event description:
It was reported that during a ptca procedure of a very calcified circumflex lesion, the physician experienced difficulty advancing the catheter to the target lesion. Upon removal it was noted that the shaft of the catheter had split. The procedure was successfully completed with another device. No pt injuries or complications were reported.